Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin from the septum. In addition, it was reported that the customer experienced resistance during the fill process. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 220 mg/dl.